Event description:
A patient was implanted with a leadless pacemaker system. One day post-operation, the patient died due to hypercapnic coma with bilateral pleural effusions and cardiac decompensation. The physician does not believe the leadless pacemaker cause or contributed to the death of the patient. The leadless pacemaker was implanted without complication, however, it was alleged that the death was due to the anesthesia.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.